Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1020977. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: the complaint gauge is 24g, assembly at auto line 3 in feb. 2021, packaging at cfs packing machine in feb. 2021, lot quantity is 186k. Reviewed the in process test and outgoing test report for this lot product, all test results met the product specifications; no abnormalities found. Reviewed the production record and machine troubleshooting records for this lot product. No abnormality, deviation or rework activities found. Checked the retained samples, and no hair was found in the indwelling needle package. No similar compliant has been received from the complaint lot. No defective sample returned, and no abnormality found on process. The root cause of the hair in the package could not be confirmed. The plant will monitor for this sort of failure.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter on the device cannula. The following information was provided by the initial reporter: on (B)(6) 2021, in the process of preparing the infusion for the patient, the nurse opened the indwelling needle and found a hair in the package, so she gave the patient a replacement indwelling needle.